Manufacturer narrative:
The field service representative inspected the instrument and observed crystals on the diverter, load and unload moulded base. The part was cleaned the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The diverter, load and unload moulded base was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a physician questioned a falsely elevated architect total b-hcg results generated on the architect i2000 instrument for one female patient. The initial hcg test was 4153.21 miu/ml, the physician questioned the result as it was not consistent with clinical presentation. The sample retested <1.2 miu/ml. The colloidal gold strip was negative. At the pipetting opening of the instrument, a large amount of solid yellow serum crystals was discovered, which dropped easily when bumped gently. Some of the crystal was dissolved in physiological saline 400ml for verification, and its hcg result was 617.82 m iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.